Manufacturer narrative:
Continuation of d10: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it seems to take an awful long time to charge the implant. Lots of times they have low coupling, or a hard time connecting. Agent confirmed patient is staying stationary when charging. Patient feels he has to hold the disc when recharging. Caller said sometimes the patient gets all eight bars and sometimes he has trouble. Caller said the issue with charging has been going on since implant. The caller also mentioned patient had a frayed recharger antenna cord  in the last year and got it replaced. An email was sent to repair to replace the recharging antenna.. Additional info received from patient that the replacement device did not resolve the issue, it is still taking forever to charge and coupling bars are still erratic.